Event description:
A lifepak 500 automated external defibrillator was used to deliver energy to a pt two times successively through quik-combo pacing/defibrillation/ECG electrodes. Arcing at the site where the electrodes were attached to the pt chest was allegedly observed with each discharge. (This allegation became the subject of a separate medwatch report.) The automatic external defibrillator was removed from the pt and the lifepak 10 defibrillator/monitor/pacemaker connected through the same combination electrodes. An attempt was made to deliver defibrillator energy with the device. Reportedly, the defibrillator did not charge when the charge button was pressed. The pt was transported to the hosp and pronounced.